Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance, undefined impedance and loss of capture were observed on the right ventricular (rv) lead. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.